Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. In addition, it was reported that the device met resistance during advancement and force was applied. The graftmaster coronary stent graft system instructions for use (IFU) states: caution: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. In this case, it is likely the force applied during advancement contributed the shaft separation. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with an existing perforation in a heavily calcified, de novo lesion in the heavily tortuous mid right coronary artery (rca). While advancing a 2.8x16 rx graftmaster covered stent to the rca to treat the perforation, before reaching the perforation, resistance was felt against the anatomy, force was applied, and the proximal shaft separated. As the separation occurred in an area located outside of patient anatomy, the device was simply withdrawn from the anatomy without resistance or any other issues. Another unspecified graftmaster was able to seal the perforation successfully. There were no adverse patient sequelae and this issue did not cause or contribute to a clinically significant delay. No additional information was provided.